Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when the power on/off button was pressed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on when the power on/off button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's system pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when the power on/off button was pressed. There was no patient use associated with the reported event.